Manufacturer narrative:
Medtronic received additional information that the removed batteries with lot number 11512953 were installed on 28 apr 2023. Device evaluation summary: during preventive maintenance by service technician, it was observed that the bio-console base instrument was switched to battery mode and the instrument power turned off. The issue was resolved by replacing the battery 12v/6.5 a*2. Preventive maintenance was completed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During monthly in-hospital inspection by a service technician this bio-console base instrument was switched to battery mode and the instrument power turned off. This replacement device was always kept charged, and it was confirmed that the power at the back of the instrument was on, as well as the blinking light at the front indicating the instrument was being charged. This was detected during service so there was no patient involvement, so no adverse effect occurred.